Manufacturer narrative:
The device successfully passed cavity integrity assessment, and ablation testing. The product performed as intended during laboratory testing. No visual imperfections were noted with the device electrode array. The reported complaint and adverse event cannot be confirmed. This observation will be monitored and trended.

Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal reference # (B)(4).

Event description:
During the ablation procedure, the physician felt like she had perforated the patient uterus. The physician viewed the patient cavity via hysteroscope and confirmed a uterine perforation. No medical intervention was needed and the patient is expected to return for a follow up visit to talk.